Event description:
Caller reports that in (B)(6) 2012, animas sent her a letter informing her that the software of her animas2020 insulin pump will expire in 12/15. The letter also stated that on 12/31/2015 her pump will cease delivering insulin. When she purchased this pump there was no notification or labeling that indicated the pump will expire after a certain period of time, neither was she provided any education about this. Reporter blames the manufacturer for not providing enough warning to the public about an expiratory date on their product before selling them to the public. She mentioned that these pumps are very expensive and hopes that the government and the FDA in particular can look into this issue and enforce regulations and save the public from manufacturers like animas.